Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and motor position encoder error alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer stated that insulin pump had not been exposed to strong magnetic field. The device will be returned for analysis.